Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The patient symptom is a known risk associated with this device type/procedure and it is noted as such as in the instructions for use.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) was not functioning. A surgical procedure was performed during which was identified fluid loss at left cylinder due to a hole. All components were removed and replaced. No patient complications were reported.